Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the issue occurred prior to the procedure - tap (transabdominal preperitoneal repair). The device was removed form the packaging and was discovered that the sheath was frayed and not in the straight position. Another device was used to complete the procedure. There was no patient involvement.